Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to insulation anomaly. Externalized conductors were noted between the rv and svc coil. No further information available.